Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 and h6 updated.

Event description:
It was reported that a patient implanted with an impella 5.5 and supported with an automated impella controller experienced placement and optical signal discrepancies. No patient harm was reported.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.